Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had issues with battery out limit alarms and batteries dying quickly. The customer was sent new battery caps but the same battery issues were recurring. Yesterday afternoon the insulin pump had a blank display anomaly; the event occurred without any warning. The patient's blood glucose at the time of incident was 250 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.